Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's implant was "sagging out of their back" and got caught on a door and they had to have corrective surgery. Patient services (ps) attempted to confirm an event date and the patient stated they don't know.